Event description:
It was reported that the during preventive maintenance cardiosave intra-aortic balloon pump (iabp) unit had an compressor out of box failure. There was no patient involvement reported.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected fields : d5, b5 , h6 ( medical device ¿ problem code). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. The getinge field service engineer (fse) stated that the compressor had a damaged wire harness. The part was not used. The failure analysis and testing department received part number 0119-00-0236 scroll compressor serial number (B)(6) with a reported unit failure of out-of-box failure due to a damaged wire harness. The fat department performed a visual inspection of the received part and found it to be in good condition. The fat department installed part number 0119-00-0236 serial number (B)(6) in the cardiosave test fixture serial number (B)(6) and tested it according to factory specifications as per the cardiosave service manual number 0070-00-0639 revision r. The failure analysis and testing department could not verify the reported failure of out-of-box damaged wire harness. The scroll compressor is being retained in the fat department as per procedure 0002-07-d008 revision at. Safety disk, compressor and mufflers, 9v battery and buna o-ring was replaced as a part of pm

Event description:
It was reported that the during preventive maintenance cardiosave intra-aortic balloon pump (iabp) unit had an compressor out of box failure, damaged wire harness. There was no patient involvement reported.